Event description:
It was reported that the during an angioplasty procedure, the catheter allegedly got struck in the wire and was allegedly unable to be removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter along with an unknown guide-wire with multiple kinks was returned for evaluation. Peeled pebax, fiber disturbance, and frayed fibers were noted on the balloon. No other specific anomalies were noted during the visual evaluation. On the functional testing of the returned device , the guide wire lumen was able to flush and the returned guide wire was able to insert and remove through in and out of the catheter without any issue .all the anomalies noted on microscopic observation. However, the investigation was confirmed for the identified peeled pebax, fiber disturbance, and frayed fibers as these anomalies were able to be observed on the returned balloon during the visual evaluation and microscopic observation. A definitive root cause for the reported guide wire removal failure and identified peeled pebax, fiber disturbance, and frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024), g3. H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during an angioplasty procedure, the catheter allegedly got struck in the wire and was allegedly unable to be removed. There was no reported patient injury.